Event description:
It was reported that the device was found in back-up vvi mode. The device was explanted. The patients condition is stable.

Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory. The cause of the reset was found to be due to a parity error. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the parity error could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.